Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 480 mg/dl at the time of the incident. Customer received infusion flow block alarm. Customer treated with manual injection. It was unknown symptoms related to high blood glucose. It was unknown customer using insulin pump system or not within 48 hours of reported high blood glucose event. It was unknown auto mode feature was active or not at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.